Manufacturer narrative:
The serial number was requested but was not provided, therefore the expiration date, manufacture date and device unique identifier (UDI) are unknown. The age of device - 1 year. (Calculated from the date when the mobile power unit was issued to the patient.) Additional information was requested but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported per log file analysis that a low voltage hazard alarm occurred when the vad system was connected to a mobile power unit (mpu). This event potentially may have occurred due to the mobile power unit power cord coming loose. Additional information was requested but has not been provided.

Manufacturer narrative:
The reported event of a low power hazard alarm while the patient was tethered on the mobile power unit, (mpu) was confirmed based on the information recorded in the log files provided by the customer. The event log file contained approximately 10 days of events, recorded from (B)(6) 2018 to (B)(6) 2018. The information recorded on (B)(6) 2018 at 22:51 revealed that the system was powered by an mpu. The next event was recorded on (B)(6) 2018 at 6:21 and the associated voltage levels indicated that mpu power was lost, resulting in low power hazard alarms. Mpu power was restored and the alarms cleared. Pump support was not affected and the system was supported by the emergency backup battery (ebb) during the event. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.